Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that a female patient of unknown age was admitted for a percutaneous coronary intervention of a 100% stenosis is the mid right coronary artery (rca). The lesion was a de novo, heavily calcified and slightly tortuous. When a 2.5 x 15mm firestar balloon was inflated the first time at the target lesion, the balloon ruptured at 10 atms and blood flew back. Therefore, a different balloon of unknown brand was used and a cypher of unknown size was safely implanted. An indeflator of unknown brand was used. The procedure was completed safely. There was no patient injury reported. The device prepped normally. The product will not be returned for analysis due to the patient's infectious disease. It was unknown if the physician felt delivering difficulty.